Event description:
It was reported that the ilet system¿s battery charger was not charging the device; the user observed a blinking light while the charger was connected to a wall outlet and positioned the device with the screen facing up, and a goodwill replacement charger was arranged; the issue aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.